Manufacturer narrative:
The device history records for the sam 350p device and pad-pak lot a2891 were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 29th april 2018. The device was reported as being used during a patient involved event on the (B)(6) 2019. The customer complaint stated the device did not progress beyond the ¿apply pads¿ message. The device was powered on and the user was issued with the advisory speech prompts. As no patient impedance was detected throughout the event, the device continued to issue the advisory speech prompts of ¿pull green tab to remove pads, peel pads from liner, apply pads to patient¿s bare chest as shown in picture¿.¿. The device was then powered off by the user. There were 5 log entries recorded on the 22nd february 2019. During 4 of these log entries, the electrodes were detected as being attached and the device began to analyse. No shock was advised during any of these log entries. On reviewing the communication log, the distributor stated that they had tested the device and could not replicate the customer¿s reported fault. It is assumed that this took place on the 22nd february 2019. During the investigation, the device was found to be correctly measuring impedance throughout the range even under the stress of elevated temperature. In the absence of the patient the investigation was unable to replicate the reported fault. The fault may have been due to a number of things, for example, poorly adhered pads due to the presence of hair or contaminates or possibly an incorrectly inserted pad-pak. This device shall by retained by heartsine as per complaint handling procedure (B)(4).

Event description:
This device was used during an alleged sca in france on (B)(6) 2019. During the event the electrodes were applied to the patient. The device kept prompting to 'apply pads' and did not progress further. Patient outcome is unknown at present.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
This device was used during an alleged sca in france on (B)(6) 2019. During the event the electrodes were applied to the patient. The device kept prompting to 'apply pads' and did not progress further. Patient outcome is unknown at present.